Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that at around 11:00pm on (B)(6) 2025 a low flow alarm and pump stop occurred but the patient had no symptoms. However, the pump speed on the system controller display had changed from 4600 rpm to 5000 rpm. On (B)(6) 2025 the patient visited the hospital. Log files contained lvad internal fault alarms, indicating a transient miscommunication between the pump and system controller and caused the pump speed to default to 5000 rpm. The patient presented to the hospital on (B)(6) 2025 and the rotation speed and hematocrit were no longer displayed on the rotation speed adjustment screen. The pump was reset and the lvad fault disappeared. It was confirmed that there were no signs of thrombus, no outflow graft occlusion on a computed tomography (CT), no increase in lactate dehydrogenase (ldh), no signs of infection, and no instability in international normalized ratio (inr). Log files indicated that after the pump reset was performed the lvad fault flag cleared and the equipment was operating as expected.

Event description:
Additional information was received that there was a "device failure". It was noted that there was an extracorporeal control failure, the rotation number change associated with the left ventricular assist device (lvad) fault was from 4600 revolutions per minute (rpm) to 5000 rpm. "Driveline reconnection between controllers" was performed. The cause of the alarms was unknown. No equipment was returning, and the patient was being monitored. This information was previously reported under MFR # 2916596-2025-01247.

Manufacturer narrative:
Section d4 - primary unique device identification (UDI) number: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section e1: reporter email was not available. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a pump stop event associated with electrostatic discharge (esd). Additionally, review of the log files confirmed left ventricular assist device (lvad) internal fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The submitted images captured the lvad fault alarm active on the system monitor. The controller event log file contained events from 26jan2025 through 28jan2025.the pump operated at the set speed without issue until a transient pump stop event was observed on 27jan2025, which appeared to be consistent with a pump reset due to an esd event. The pump stop was followed by a continuous lvad internal fault alarm due to a communication issue that caused the pump to operate at the default speed of 5000 rpm. It should be noted that the associated lvad event and periodic log files did not contain any data, consistent with the observed communication issue the alarm appeared to have resolved and the pump appeared to have returned to operating as intended at the set speed following disconnection and reconnection of the driveline (power cycling). No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU and the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. The IFU and the patient handbook also provide examples of when static electricity can occur and how it can be avoided. The IFU and the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also lists examples of emergencies, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the testing and classification tables in IFU and the patient handbook include electrostatic discharge information. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU and the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. The IFU and the patient handbook also provide examples of when static electricity can occur and how it can be avoided. The IFU and the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also lists examples of emergencies, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the testing and classification tables in IFU and the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.